Event description:
The customer reported via the sales rep that following impaction of the shell, the surgeon attempted to remove the introducer which had been connected to shell by the scrub nurse, but was unable to do so. It is further reported that the surgeon removed the shell by levering the introducer out. The customer states that once the shell was removed, the surgeon reamed for a larger cup (64h) as they did not have a second implant of the same size which was successfully implanted using a second introducer. The customer reported that the procedure was extended by approximately 40-45 mins.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.